Event description:
In 2008, the sales rep reported that during a kit inspection, it was noticed that the screw detached from extender sleeve. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.